Event description:
It was reported that during a sigmoid procedure that the device stapled and partially cut. The device was locked on the patient's tissue and intervention was used to remove the device. Another instrument was used to complete the procedure.